Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of a white balance issue. There is no harm or adverse impact to any patient or persons. Upon evaluation of the returned device, it was observed that the device image had a color tone problem of only magenta color in image. This is attributed to damage to the charge couple device (ccd) unit. This medwatch is being submitted for the reportable issue of image with only magenta color tone as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device image had a color tone problem of only magenta color in image. This is attributed to damage to the charge couple device (ccd) unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.